Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor alert and calibration not accepted alert. The customer was also experienced differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer blood glucose was 315 mg/dl and sensor glucose value was 52 mg/dl at the time of incident. The customer reported no adverse event. The event involved product(s) mmt-5100clx. Troubleshooting was not performed, the difference between sensor glucose and blood glucose values was beyond 30% limit. No harm requiring medical intervention was reported. No product return is required for mmt-5100clx.

Manufacturer narrative:
System is not accepting the code 2890 (failure to calibrate) as investigation findings code. Hence, mentioning it here: type of investigation; investigation findings; investigation - conclusions 10, 2890, 133. Following our receipt of one opened/used simplera sensor, one simplera serter and performed a visual inspection of the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Unit was able to download trace and termination result. First term reason: maxcalibrationerrorsexceeded first term reason descriptor: device terminated due to an inability to reconcile consecutive bg (calibration) values provided by the user with the state of the system. Disagreement between the system and user input values can occur due to user error in measuring in measuring bg or inaccurate sensor glucose prediction. It is unknown that the sensor contributed to the event. In conclusion: the customer complaint of unexpected sensor alarms was confirmed. It is unknown that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.